Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A visual inspection and a return instrument test/evaluation (rite) functional test was performed without noting any issues related to the reported problem. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:20:40. During night drain cycle 12, the patient's ultrafiltration reading was 1198ml, indicating the home patient drained 1028ml more than their maximum programmed fill volume of 1700ml. No additional information is available.